Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The patient was treated with a subconjunctival antibiotic injection, steroid and antibiotic eye drops. Improvement was seen in the anterior chamber when examined approximately fives weeks postoperative, although cloudiness could still be seen in the vitreous humor. The iol remains implanted. Additional information was provided by the ophthalmic surgeon, who reported that the patient problem is aseptic endophthalmitis. On the fourth postoperative day, the patient developed a hypopyon and vitreous opacity. Approximately six weeks later, the hypopyon was no longer present. There was no bacterium inspection performed.

Manufacturer narrative:
\ Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for monarch use. Two viscoelastics were indicated, only one is qualified for this qualified lens/cartridge combinations for this model. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).